Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿acute abdominal symptoms¿. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was manifested by cloudy effluent. The same day as event onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown (previously not reported). The patient was treated with unspecified antibiotics. The patient was discharged 22 days after hospital admission. Action with pd therapy was unknown. The patient was recovered from this peritonitis event. Minicap, homechoice pro and pd set for homechoice pro with 4 connectors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.